Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of farfield signals. Oversensing led to pacing inhibition. Additional information indicated that the patient experienced asystole of greater than two seconds. The device was re-programmed to doo. This lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that noise was oversensed. The cause of noise was unknown. The rv lead was surgically abandoned and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.